Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway at zoll manufacturing corporation. The reported problem (resets) has been confirmed, but has not been reproduced. Upon investigation, the monitor failed incoming functionality testing. Root cause investigation is currently underway. A supplemental report will be sent when the investigation is complete. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor was unable to communicate with an electrode belt and was resetting. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
The initial report listed an incorrect serial number for the monitor. Sn is corrected to (B)(4) throughout this report. A us distributor returned monitor sn (B)(4) and reported abnormal shutdowns.